Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was repotted that the pump battery depleted quickly and subsequently shut off. Review of the pump data by tandem technical support showed that the pump battery dropped from 25% to 5% within 3 hours. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.